Manufacturer narrative:
Physio-control service representative evaluated the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during user test the defibrillation charge was delayed and the device was failed to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Section b5 of the initial medwatch report indicates: the customer contacted physio-control to report that during user test the defibrillation charge was delayed and the device was failed to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event. Section b5 of the initial medwatch report should indicate: the customer contacted physio-control to report that during user test the defibrillation charge was delayed and the device failed to deliver energy. During evaluation of the device it was confirmed that the device has logged an event code which is indicative of a failure of the device to complete boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event. Section h10/11 of the initial medwatch report indicates: physio-control service representative evaluated the customer's device and was unable to reproduce the reported issue. Section h10/11 of the initial medwatch report should indicate: physio-control performed an initial evaluation of the customers device and verified the error code. Physio-control was unable to reproduce the reported failure to deliver defibrillation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The error code indicative of a device lockup or reset was logged in the memory of the device. This caused that the device was not able to complete a boot-up cycle. The reported issue was isolated to the power pcb assembly. The device can not be repaired and was returned to the customer unrepaired per their request.

Event description:
The customer contacted physio-control to report that during user test the defibrillation charge was delayed and the device failed to deliver energy. During evaluation of the device it was confirmed that the device has logged an event code which is indicative of a failure of the device to complete boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.